Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, episodes of t-wave oversensing were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received that the oversensing observed were episodes of post-paced t wave oversensing (pptwos). The device was reprogrammed to resolve the event and the patient was stable.

Manufacturer narrative:
Additional information: corrected data: manufacturer report 2938836-2019-14161, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).